Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, crease wear abrasion. A microscopic analysis was performed which identify broken sharp. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a broken sharp assessed as unidentified (tear) opening.

Event description:
Physician reported a right side rupture and capsular contracture baker grade 3 diagnosed by MRI. Device has been explanted and replaced.

Event description:
Physician reported a right side rupture and capsular contracture baker grade 3 diagnosed by MRI. Device has been explanted and replaced.

Manufacturer narrative:
(B)(4). Continued from initial reporter: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture and capsular contracture, baker grade iii.